Manufacturer narrative:
This device malfunction was misreported and this report should be void.

Event description:
It was reported that the tip would fall off due to vibration during the high powered function, causing the blue clip to move to the open position allowing the tip to fall off. Additional information was later received, clarifying that only 1 of the 4 returned devices was malfunctioning in this way. That device was reported under 0001526350-2021-00617 and this report should therefore be void.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the tip would fall off due to vibration during the high powered function, causing the blue clip to move to the open position allowing the tip to fall off. No adverse events have been reported as a result of this malfunction.